Event description:
The advocate alleged that a control test was performed and a result of 194 mg/dl was received. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer was driving at the time of the call, so troubleshooting was not possible. No product will be returned for eval.

Manufacturer narrative:
The advocate was driving at the time of the call and unable to provide any product info. Without a meter serial number or reagent lot number, it's not possible to determine a MFR date.